Event description:
A customer contacted beckman coulter (bec) reporting a 5 ml bloody fluid leak from the probe wash of the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The customer also reported getting differential r flags on controls when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse a secondary probe backwash leak and performed a preventive maintenance (pm) on the main diluter module, resolving the reported problem. The fse also replaced all related tubing. The failure mode cannot be isolated to specific tubing; the pm completion on the main diluter module resolved the reported problems. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).